Event description:
It was reported that while using the product there was dermatitis with cellulite of the right hand. Treatment was continued removing the dressing. Injury was treated by the wound clinical service. The patient no longer has symptoms of this event.